Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094769) on 24-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: ¿the seriousness criterion ¿disability/ permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.